Event description:
It was reported that this right ventricular (rv) lead was explanted due to noisy signals. This rv lead was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).